Event description:
A component of balloon dissector remained in body. Following, removal of device, physician noticed and removed component immediately. There was no pt injury or adverse reaction to this event.